Event description:
Medtronic received information that blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S.w version 2.9d. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. Pump powered up properly after battery installation. No blank display noted. Pump passed the displacement test, sleep current measurement, active current measurement and self test. Pump was received with normal operating currents. Pump was monitored for several hours and no unexpected powering off or blank display noted.